Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at times when the pump supplies were changed insulin was not observed exiting the infusion set tubing. The customer would change out the infusion set and resume insulin delivery. The customer's blood glucose (bg) level was 322 mg/dl and the customer would correct via the pump. As the events had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause.